Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt a shocking sensation when they made certain movements or when parameters were changed with the patient programmer. It was noted that the rechargeable ins and a surgical lead were implanted one month prior to (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the results of the troubleshooting found the impedances fine. Turned out the patient had one of the programs on high compared to other programs and was unaware of this. As a result they would have a shocking sensation with certain movements and when turning on the device. The action taken to resolve the event was the adaptive stimulation was reprogrammed.